Event description:
It was reported that while placing the guiding catheter in the vasculature, the guiding catheter separated. The separation occured just as the guiding catheter was going over the aortic arch. Reportedly the catheter was being torqued and suddenly only the hub and a portion of the catheter remained. The remainder was left in the vasculature. A cut down procedure was performed and a clamp was used to pull the catheter out of the vasculature. The pt was stable post procedure.